Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occluder bar had cut the tubing allowing air to enter into the lines on the homechoice (hc) during use. The care giver (cg) had disconnected the home patient (hp) and performed a manual exchange in order to complete the therapy. Once the hp received a new hc machine, the therapy has been going well, with no other issues. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13a01050 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.